Event description:
We received an allegation about questionable low results for 1 patient sample tested with elecsys toxo igm assay on a cobas e801 analytical unit when compared to a competitor's system. On (B)(6) 2025: toxo igm result: reactive (tested on a competitor at another laboratory). On (B)(6) 2025: toxo igm result: non-reactive. The customer then sent the sample to a different laboratory to get repeated. Repeat result: reactive (tested on a competitor). On (B)(6) 2025: toxo igm result: reactive (tested on a competitor at another laboratory). On (B)(6) 2025: toxo igm result: non-reactive. The customer then sent the sample to a different laboratory to get repeated. Repeat result: reactive (tested on a competitor).

Manufacturer narrative:
The e801 analytical unit serial number was (B)(6). The calibration was last performed on 13-nov-2024. The investigation is ongoing.

Manufacturer narrative:
According to the customer, both calibration and controls were acceptable on the day of the event. On (B)(6) 2025, samples from both the patient and newborn were tested: a sample from the patient was tested in another facility and resulted in the following: vidas biemérieux toxo igm: 1.25 and interpreted as positive. Vidas biemérieux toxo igg: <0.1 and interpreted as negative. The units of measurement were not provided. A sample from the newborn was tested at a different facility and resulted in a real-time pcr - dna screening toxo: negative. The newborn received prophylactic treatment while their favourable progress was monitored. The patient was asymptomatic, and the baby also tested negative and was born healthy. The non-reactive elecsys toxo igm results for all collected samples were repeatable and in line with the negative pcr result. The investigation did not identify a product problem.

Manufacturer narrative:
Section b6 was updated. The mother and the baby were both tested on the same day of the delivery (on (B)(6) 2025) and resulted in both toxo igm and toxo igg negative. The samples were also sent for polymerase chain reaction (pcr) testing. The investigation is ongoing.